Event description:
It was reported that the right ventricular (rv) lead dislodged one day post implant and perforated the rv, resulting in a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.